Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
No additional information was received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding an implantable neurostimulator (ins) for movement disorders. It was reported that there were no symptoms. The impedances were discovered during pre-op interrogation that contact 9,8,0 had high impedances (2,300-6,500 ohms). It did not resolve during the normal battery depletion replacement surgery. Therapy impedances were normal from 950-110- ohms. The patient was receiving therapy with no injury. Normal battery impedances were done, and no interventions were taken. The issue had resolved at the time of the report. There were no further complications reported.

Manufacturer narrative:
Correction to show weight. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from an hcp of a clinical study indicated the cause of the high impedance was not determined.